Event description:
The customer reported obtaining low patient results for c-reactive protein (crp), ethanol (etoh), total bilirubin (tbil) and blood urea nitrogen (bun) with linearity error (*) flags on their au680 clinical chemistry analyzer. The customer indicated 10 to 12 patients had low results and were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found teflon on syringe was worn out, air was coming out of the probe, and the wash nozzles were dripping. The fse replaced the sample valve, the sample syringe, and the vacuum valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified no further leaking and analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).